Manufacturer narrative:
No returns were available from the customer site for this evaluation. An abbott field service engineer (fse) visited the customer site and inspected the analyzer. The sample probe (list 08c94-42) was found to be leaking. The sample probe was replaced, which resolved the issue. Subsequent instrument operations were acceptable. The architect system operations manual and the architect I system service and support manual and the architect total (B)(6) assay package insert contain information to address the current customer issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred. The issue was addressed through standard troubleshooting procedures.

Event description:
The customer reports that one patient sample generated an initial positive architect total b-hcg assay result of 1008.16 miu/ml on an architect i2000sr analyzer that was questioned by the patient's physician. A second sample (sample identification of (B)(6)) was then drawn for testing and generated a negative result of less than 2.0 miu/ml. Both samples were then retested and both generated results of less than 2.0 miu/ml. Controls had remained within specification on all runs. There is no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. No consequences or impact to patient. (B)(4). Device problem; false positive result. (B)(4).